Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test". Concomitant products included meclozine hydrochloride (meclizine hcl) and norethisterone acetate (norethindrone acetate). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdomen pain"). In 2014, the patient experienced urinary tract infection ("uti"). In 2019, the patient experienced mass ("small bump clusters"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), systemic lupus erythematosus ("lupus"), pelvic pain ("pelvic pain/chronic/¿~physical pain / pelvic pain / pain in pelvic area: "), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury/depression/ psych injury"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), hypersensitivity ("allergy"), menometrorrhagia ("menometrorrhagia"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), anxiety ("anxiety/mental anguish") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, mass, abdominal pain lower, hypersensitivity, menometrorrhagia, urinary tract disorder, migraine, anxiety and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, mass, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, autoimmune, bladder/urinary problems. Reported : date of insertion: (B)(6) 2009, 2010, (B)(6) 2009 (noted discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: everything looks good.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test". Concomitant products included meclozine hydrochloride (meclizine hcl) and norethisterone acetate (norethindrone acetate). In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdomen pain"). In 2014, the patient experienced urinary tract infection ("uti"). In 2019, the patient experienced mass ("small bump clusters"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), systemic lupus erythematosus ("lupus"), pelvic pain ("pelvic pain/chronic/¿~physical pain / pelvic pain / pain in pelvic area: "), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury/depression/ psych injury"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), hypersensitivity ("allergy"), menometrorrhagia ("menometrorrhagia"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), anxiety ("anxiety/mental anguish") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, mass, abdominal pain lower, hypersensitivity, menometrorrhagia, urinary tract disorder, migraine, anxiety and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, mass, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, autoimmune, bladder/urinary problems. Reported : date of insertion: (B)(6) 2009, 2010, (B)(6) 2009 (noted discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: everything looks good. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. New events were added: "perforation (fallopian tube(s), allergy, menometrorrhagia, urinary problems, migraines / headaches, anxiety/mental anguish, hair loss¿. All the information: reporter¿s information and references details and source documents were transferred from deletion case no (B)(4), legacy device report number 2951250-2019-10648 medwatch 3500a MFR were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test". Concomitant products included meclozine hydrochloride (meclizine hcl) and norethisterone acetate (norethindrone acetate). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdomen pain"). In 2014, the patient experienced urinary tract infection ("uti"). In 2019, the patient experienced mass ("small bump clusters"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), systemic lupus erythematosus ("lupus"), pelvic pain ("pelvic pain/chronic/¿~physical pain / pelvic pain / pain in pelvic area: "), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury/depression/ psych injury"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), hypersensitivity ("allergy"), menometrorrhagia ("menometrorrhagia"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), anxiety ("anxiety/mental anguish") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, mass, abdominal pain lower, hypersensitivity, menometrorrhagia, urinary tract disorder, migraine, anxiety and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, mass, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, autoimmune, bladder/urinary problems. Reported : date of insertion: (B)(6) 2009, 2010, (B)(6) 2009 (noted discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: everything looks good. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.